Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The shunt products are not returning for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Donald l. Budenz, md, mph, keith barton, md, steven j. Gedde, md, william j. Feuer, ms,joyce schiffman, ms, vital p. Costa, md, david g. Godfrey, md, yvonne m. Buys, md, and the ahmed baerveldt comparison study group. Five-year treatment outcomes in the ahmed baerveldt comparison study. Ophthalmology 2015;122:308-316 ª 2015 by the american academy of ophthalmology. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. [Budenz dl (five year treatment).pdf].

Event description:
It was received from the publication (cumulative results at 5 years) where outcomes in the ahmed baerveldt study was compared. Results were that 25 patients in the baerveldt 101-350 glaucoma implant (bgi) treatment failed (inadequate iop control or requiring additional surgical intervention), 22 patients with persistent hypotony, and 2 patients experienced decrease of .2 lines of va (snelen) for unknown reason. The study concluded that similar rates of surgical success were observed with both the ahmed implants and the bgi implants at 5 years. The bgi produced greater intraocular pressure (iop) reduction and a lower rate of glaucoma reoperation than the ahmed implant, but the bgi was associated with twice as many failures because of safety issues. Note: this is a multicenter study-(B)(6) and USA.